Event description:
A manufacturing representative (rep) reported that the patient stated they were having more frequency and the device seemed to be malfunctioning. No further complications were reported/anticipated.